Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an intrakit access kit. There was no damage noted to packaging. The device was removed from the packaging per the IFU with no issues. Device was inspected and prepped with no issues. The device was properly hydrated. It is reported that the dilator green hub detached from its sheath, a radial approach was used. No resistance was encountered when inserting the dilator into the sheath during prep. No excessive force used. No resistance noted when attempting to remove the introducer from the sheath. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.